Manufacturer narrative:
Combination product: yes. The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. Judging from the x-ray markers, the stent is not displaced. The stent is not deformed or damaged. The crimped diameter of the stent still complies with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Considering the event description, the most probable root cause for the reported event is related to the patient's anatomy (i.e. Severe calcification). It should be noted that the IFU advises the user not to reinsert the orsiro if it was removed prior to expansion as the stent and/or the delivery system may have been damaged during the initial attempt to cross the lesion or during withdrawal.

Event description:
The orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (100% stenosis degree) in a severely tortuous segment of the proximal to mid lad. After pre-dilatation of the total occlusion, the complaint orsiro was inserted but could not access to the lesion due to the heavy calcification. The device was withdrawn, and additional balloon dilatation was performed. Then the orsiro was re-inserted but could not be advanced again. After the second withdrawal, it was detected that the stent was damaged.

Event description:
The orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (100% stenosis degree) in a severely tortuous segment of the proximal to mid lad. After pre-dilatation of the total occlusion, the complaint orsiro was inserted but could not access to the lesion due to the heavy calcification. The device was withdrawn, and additional balloon dilatation was performed. Then the orsiro was re-inserted but could not be advanced again. After the second withdrawal, it was detected that the stent was damaged.

Manufacturer narrative:
Combination product: yes.